Event description:
The technician alleged that the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail guards were damaged. No further info is available on the repair of the bed at this time.